Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared. It was noted that when the customer reloaded a cartridge, the cartridge was not fitting properly onto the pump. A new cartridge was successfully loaded onto the pump and insulin delivery was resumed. However, after the cartridge was loaded, cts verified that an o-ring from a previous cartridge was stuck on the pneumatic tap. Recommendation was made for the customer to remove the o-ring from the pneumatic tap during the next cartridge change. There was no impact to the customer's blood glucose level.